Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the air bubbles were observed in the tubing at the luer lock. Customer's blood glucose (bg) level was impacted (280-250 mg/dl). Customer treated elevated bg levels by delivering correction boluses via the pump. During troubleshooting with tandem technical support, proper air removal technique was reviewed with the customer as well as instructing customer to ensure the luer lock was straight and secure.